Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that the meter had a black spot on the screen that appears to be caused from burning. Reporter also alleged that the meter showed signs of melting or flaming. No actions taken based on device. No adverse event reported. Requested return of suspect device replacement was sent.